Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during the implant procedure, the implantable loop recorder (ilr) was implanted in the recommended position and the device demonstrated noise and did not present clear r waves. The device was repositioned but the issue was not resolved. The ilr was explanted and replaced. No patient complications have been reported as a result of this event.